Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as severe tortuosity and severe calcification. It was reported approximately 5 months post stent graft implantation, there was narrowing in the bifurcated stent graft limb. The patient presented with pain in the left leg. There was an occlusion at the narrowing in the bifurcated limb. The physician elected to implant two bare metal (balloon expandable) stents to reline and give more support to keep the iliac limb stent graft patient. It was reported from the repairing physician, that if at the time of the implant, the implanting physician had performed balloon angioplasty the stent graft might have remain open. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (arterial and venous occlusion). Patient's condition affected effectiveness of device (severe tortuousity and severe calcification of the vessels). Conclusion: device failure/lack of effectiveness related to patient condition (severe tortuosity and severe calcification of the vessels). Patient code: other (required secondary intervention).